Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After surgery the patient had very strong headache and a "schlitzventrikelsyndrom" irrespective of the settings from 3 to 8. Valve had to be changed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water, an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve programmed up to setting 3. The siphon guard was removed. The valve was then pressure tested, the valve passed the test at setting 1 to 3, the valve would not program over setting 3. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, on the seat of ruby ball, on the flat spring of cam/ball arm assembly, on the titanium axle, and at the base of the titanium axle. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer is due to biological debris found on the ruby ball, on the seat of ruby ball, on the flat spring of cam/ball arm assembly, on the titanium axle, and at the base of the titanium axle. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.